Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation in the left atrium, faradrive steerable sheath clear, was selected for use. It has been mentioned that air contamination was noted at the three-way stopcock. Farawave was inside when air contamination was noted. The air was constantly being withdrawn during aspiration when removing the farawave from the faradrive. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further informed: a lot of air was found when the catheter was removed from the sheath. The air never disappeared even after multiple aspirations. A pump was used for the irrigation of sheath. Irrigation was done at 60 cc/h. The guidewire was right at the tip of the catheter inside the sheath. No other issue has been reported.